Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture & capsular contracture.

Event description:
Healthcare professional reported "baker grade iii- IV contracture" and rupture against left device. The device has been explanted.

Event description:
Healthcare professional reported, "baker grade iii- IV, contracture". And rupture against left device. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, crease sharp opening on posterior side assessed, as fold flaw opening. Capsular contracture: unable to confirm, as it is a medical event. Not related to the device. Additional observations: crease fold observed, on the device. Wear abrasion observed, on the device. Stress marks observed.